Event description:
The customer reported to baxter (B)(4) of three continu-flo sets that had a no flow. The process step in which this reported condition occurred was after patient-use. There was no report of patient injury or medical intervention. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.

Event description:
Review of an article revealed that a vns pt underwent explantation of the vns therapy system due to lack of efficacy. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Complaint no: (B)(4). During a review of the event history, it was discovered that the event occurred twice on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810.11 that was discovered in service that it was caused by the ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. The event occurred during product evaluation. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is currently unknown. The user interface module master software version for this device (B)(4) categorized as remediated.